Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause of the reported patient device interaction problem associated with thrombus. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was chosen for implant using a14f amplatzer amulet delivery sheath. During the procedure, thrombus was observed on the device as it left the sheath forming a "ball" shape. The thrombus was detected via transesophageal echocardiography (tee). The device was retracted and removed. It was noted that during the femoral punction small blood clots 'coagles' appeared on the punction needle. The patient's activated clotting time (act) levels was 260 at the start of the procedure. The procedure was completed using a new 28mm amplatzer amulet. There was no clinically significant delay through the procedure. It is noted that the patient remained hemodynamically stable throughout the procedure and was in 'good' condition.